Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms that typically occurred each time she filled the tubing to 50 units of insulin. The customer's blood glucose reading was 420 mg/dl. The customer stated the alarm was cleared with a complete set change. The real cause of the alarms was unable to be determined because the customer was unable to troubleshoot. The infusion sets and reservoirs were replaced and said to be returning, however nothing was returned for analysis.